Event description:
It was reported by the patient that the carelink monitor was not "reading" his device. Troubleshooting attempts were unsuccessful. The monitor was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported by the patient that the carelink monitor was not "reading" his device. Troubleshooting attempts were unsuccessful. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: MFR. Site ID. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s).

Event description:
(B)(4).